Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, missing the end cap sticker and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's bottom outer edge is coming unglued. Customer's blood glucose level was not reported. Last time the insulin pump came apart. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.